Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during the implant the physician used a subclavian puncture suing a introducer, and right after placing this right ventricular (rv) lead the patient complaint of respiratory distress and showed a drop in saturation. The sensing was very low for this lead and thus the lead was repositioned and all measurements were good. A pneumothorax was confirmed on x-ray following the completion of the implant and chest drain was applied. The lead remains implanted. No adverse patient effects were reported.